Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer went to the emergency room (ER) and subsequently hospitalized in the intensive care unit with a blood glucose (bg) level over 400 mg/dl and ketones that were not identified as dangerous by a healthcare provider. Customer could not recall treatment they received while hospitalized. Customer was discharged two days later with the issue unresolved and no permanent damage.